Event description:
It was reported to boston scientific in 2008, that a ultraflex non-covered ng esophageal stent was used for an egd procedure in a male patient ( age and weight unknown) the day prior. According to the complainant, "during the procedure, the stent would not deploy, the suture release became stuck or difficult. On inspection, with additional force the rep was able to deploy another stent." The physician completed the procedure with another ultraflex non-covered ng esophageal stent . No complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
A visual examination of the retuned device did not confirm the reported event. The returned device revealed that the distal stent loops of the device were deployed. In addition, it was possible to retract the deployment thread and deploy the stent without any issue being noted. However, there were several isolated wire breaks. A review of the device history record for the pertinent lot was performed; no anomalies were noted.